Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that pacemaker was placed in (B)(6) 2024. Was called for an alarm on the home monitoring system that it went into safety mode. Doctors office called and will need pacemaker replaced as soon as possible (asap). Last interrogation was (B)(6) 2024- and report said it had 8.5 years of battery life left. Feeling more lightheaded. To be removed and replaced. Due to the limited information received, further follow-up to obtain related details was not possible.